Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue. The caller was advised to continue using the pump and to contact support again if the malfunction code recurred, which it did not.